Event description:
Pt who had a lot of scar tissue underwent surgery in 2008. The physician was removing the sheath when the sheath unravelled and the tip came off. Pt underwent additional procedure to have the tip of the sheath removed. The piece was retrieved and the pt is now doing fine.

Manufacturer narrative:
Evaluation: the complaint device was returned in an opened, used, and damaged condition. Investigation confirmed the sheath had separated at the distal end, with the inner coil exposed and elongated. This product group is inspected 100% for bends, kinks, proper securement of proximal fittings, and other surface imperfections prior to transport. Unfortunately, the customer could not provide a complete product description nor lot number. Therefore, at this time we are unable to determine the measurement of separated material. We can advise that for iso standard 11070, for sheaths 5.6 and above, the minimum break force is 3.37 lbs. Nevertheless, we are aware of the potential for occurrence and are currently taking necessary action to prevent this type of event from recurring. We will continue to monitor for similar events.